Event description:
A customer reported that multiple insulin cartridges leaked from the septum. There was no adverse impact to customer¿s blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy each time the issue occurred.